Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
This event was created by a call from the patient in response to a device tracking mailing. The patient's wife reported that approximately three to four times the ancure endograft needed repair. Received additional information from the patient's physician. The patient developed a distal type I and a type ii endoleak which were treated with embolization. The patient and his wife refused any further treatment due to patient having dementia. To date, no further adverse patient effects were reported.